Event description:
It was reported that an ilet user experienced a sensor pairing failure with a freestyle libre 3 plus sensor when attempting to connect through the ilet mobile app, which was resolved after the user reinstalled the app and completed a firmware update, allowing successful sensor pairing and entry into sensor warmup. No adverse clinical or physiological effects were reported. Outcomes included successful reconnection, education on warmup behavior, and no alerts or alarms after resolution. User support included troubleshooting steps with software reinstallation and device firmware update, followed by verification of successful pairing and warmup status. Investigation of this case revealed a transient connectivity issue related to app software and device firmware that was corrected through standard troubleshooting, with no hardware fault identified. It was concluded, based on previously established findings for similar reports, that the cause was a resolved software communication issue.